Event description:
The complainant reported that over the past several months, multiple patients have come back with severe skin rashes in the incision.

Manufacturer narrative:
The device was not returned. Trend analyses show this event type remains low and stable. This event type will continue to be monitored and trended to determine if corrective action is necessary.